Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with a software error and reset itself. The patient's blood glucose at the time of incident was 311 mg/dl. The alarm occurred when the customer was ready to go to bed and that the alarm did not occur during the rewind process. Troubleshooting was initiated for the alarm and the pump passed the self test. The customer's mother was advised to monitor the pump, and she stated that she will call back the following day to troubleshoot the patient's high blood glucose. No products were returned or shipped.